Event description:
It was reported that during a cartridge change the ilet displayed ¿unable to proceed¿ and directed the user to check alerts, while the alert history showed restart prompts and the device screen was cracked; device restart and guided cartridge/tubing steps did not resolve the issue, and the user was instructed to revert to backup therapy. Symptoms included no reported adverse clinical effects and blood glucose was not affected. Outcomes included continued insulin therapy via backup method and continued cgm use. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.